Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during ventilation, several device alarms showed up: technical fault with internal reference number (B)(4) (blower fault), technical fault with internal reference number (B)(4) (ambient failure detected) and the device enters ambient mode. Technical fault with internal reference number (B)(4) (ventilation cancelled).